Event description:
Boston scientific received information that this product was part of a system revision due to infection. There was a large piece of myocardium that was evident at the lead tip that separated while attempting to remove this product from service from within the ra-svc junction. After extraction, the blood pressure was stable and a chest x-ray revealed no effusions. It was noted that the patient tolerated the procedure well and there were no immediate complications.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.